Manufacturer narrative:
Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed use error related to infusion set deployment or connector attachment. It was concluded that the event was attributable to user error, with the device functioning as designed.

Event description:
It was reported that the user requested assistance for a full supply change after experiencing issues with teflon infusion sets, including two infusion sites rendered unusable due to user error and an infusion set deployed or connected incorrectly, after which insulin delivery was resumed following user education and troubleshooting. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no impact to clinical status.